Event description:
It was reported that via remote transmission, an alert for high, out of range pacing lead impedance was observed. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.